Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient underwent a pump exchange due to suspected device thrombosis. Additional information was not provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 8.5 inches from the pump housing. The severed portion of the driveline, the sealed inflow, the sealed outflow graft, and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a large, denatured thrombus ring adhered to the inlet bearing cup and ball. The inlet bearing ball had become unseated from its bore of the rotor and was present in this area. The thrombus ring appeared to have formed in laminated layers, which is an indication that it developed over an undetermined time while the pump was operating. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the observed thrombus formation. Continuity testing was performed on the returned portion of driveline and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. Examination of the shielding and bionate revealed no anomalies. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.